Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump raised a "no disposable, climp tubing" alarm. It was indicated that there was no patient injury. There were no reported adverse events.